Manufacturer narrative:
Field event of elective replacement indicator (eri) triggered was confirmed. Complaint of fluctuating output and pacing impedance anomaly were not confirmed. Visual inspection on septum, setscrew and contact spring did not find any anomaly that could contribute to issues experienced in the field. Analysis performed at nominal settings, including thermal and mechanical testing of the device did not find any anomaly. Analysis of device image indicated that a false eri was triggered due to an unknown anomaly. Longevity assessment was performed in field settings, and device was in normal range of operation at explant with appropriate remaining longevity.

Event description:
During an in-clinic follow-up, the device was found to have reached the normal elective replacement indicator (eri). The patient had reported experiencing episodes of dyspnea, and upon investigation, high capture threshold on the right atrial channel and high pacing impedance on the right ventricular channel were observed. The pacing impedance trend data on the right atrial channel was also unavailable due to a diagnostic anomaly. The device was explanted and replaced to address the normal eri. The patient was in stable condition.